Event description:
Reportedly, according to the customer's description, the product did not worked leading to aggravation of patient's condition. Additional information was requested, but has not been provided.

Manufacturer narrative:
Multiple attempts to obtain additional information and clarify the event have been unsuccessful. One ava3xi catheter was received without the hemostasis valve or packaging. Leak testing was performed using a 10cc syringe (air) connecting to each of the lumens hubs being tested. Each associated port was covered with a finger tip. The entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were found to be patent and did not leak. There was no interlumen leakage observed. The blue septum was found inverted inside the halkey roberts valve housing. This condition can collapse a catheter that is inserted into the valve. The only abnormal component is the inverted septum, but it is unknown if this may have been the cause of any problem the customer had. The product evaluation was unable to confirm a relationship between the ava catheter and the patient's reported worsening condition. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.